Manufacturer narrative:
Date of event is unknown. Additional information will be provided once available. E1 full name (initial reporter establishment name) - fundacion jimenez diaz u.t.e. ** center code: e004 grupo captio - idcsalud the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that an image error displayed in all the towers of an olympus gastrointestinal videoscope. There was no patient injury reported.